Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient was revised on a right hip due to unknown reason.

Manufacturer narrative:
An event regarding dislocation involving an unknown 46mm uhr bipolar head was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: not performed as no medical records were received. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Additionally reported by sales rep on 8/29/2014: pt dislocated so we took out a 46mm uhr bipolar head and a plus 0 26mm head and replaced with a 46mm uhr head and a plus 4 26mm head.